Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (325 mg/dl). The cause for the reported elevated bg levels was unknown. Customer changed out the infusion site and delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.